Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent implantable pulse generator (ipg) replacement procedure. Additional information stated that the patient was fine postoperatively. Explanted devices were kept by facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent implantable pulse generator (ipg) replacement procedure.